Manufacturer narrative:
Batch review performed on 08-jul-2022. Lot 160122: 55 items manufactured and released on 05-apr-2016. Expiration date: 2021-02-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 160458: 34 items manufactured and released on 24-mar-2016. Expiration date: 2021-03-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 6 years from the primary surgery, it was discovered the loosening of femoral and tibial implants. Femur, liner and tibia were removed and a revision prosthesis was put in place. The surgery was completed successfully.